Event description:
It was reported that during an arthroscopy when tension was applied on the tibial side, the ultrabutton significant resistance was noted. It was discovered the cradle of the ultrabutton loop had pulled around to contact the ultrabutton and would not shorten further. A cutdown was required to remove the femoral ultrabutton and prepare again the graft. The procedure was completed with delay greater than 30 minutes using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the shaft cradle and the ultrabutton can be seen. The shaft cradle is in contact with the ultrabutton. The shaft cradle seems stuck on the ultrabutton. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. No containment or corrective actions are recommended at this time.